Event description:
Philips received a complaint from customer biomed reporting intermittent touchscreen function on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported the touchscreen became unresponsive after passing a touchscreen calibration. The bme verified there was no damage or residue on the touchscreen. The rse advised touchscreen replacement for correction. The customer bme reported a touchscreen replacement resolved the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.